Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 573 mg/dl and 476 mg/dl. The customer's current blood glucose was 165 mg/dl. Customer's blood glucose was 52 mg/dl,520 mg/dl. The customer was treated by insulin drip and for low blood glucose treated with food. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No under delivery/over delivery anomaly noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).